Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). A 3.00 x 16mm synergy xd stent was advanced, but it was noticed that the stent strut was damaged and broken. It was noted that the distal part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported in relation to this event.